Event description:
It was reported that the patient presented to the clinic for a follow-up. The device was found to have exhibited post-paced t-wave over-sensing. Device reprogramming was made. The patient will continue to be monitored. No patient symptoms were reported.